Manufacturer narrative:
The investigation is ongoing as the treatment tip has been requested for evaluation. However, no supplemental reports will be submitted as this event no longer meets reportability requirements and no serious injury occurred.

Event description:
The patient reported having no further issues or concerns. Additionally, the physician indicated that no scarring was expected. No treatment beyond the standard of care was reported. Based on the new information, the solta medical reviewer concluded that this event is not a serious injury. The event no longer meets reportability requirements.

Event description:
A user facility reported redness, swelling, and burns that were observed on the right side of the patient¿s face during a thermage cpt treatment. It was reported that during the procedure, the patient didn't initially feel any heat with the treatment starting at 4mj, the energy was gradually increased to 8mj. When the treatment reached 300 shots the patient described it as a pricking sensation, but the physician considered it to be a normal response. The physician checked the treatment tip, and it was found to be undamaged; however, after the patient continued to feel the pricking sensation, the treatment was stopped, and it was observed that the treatment tip was damaged. Immediately after the treatment, the area became red and swollen. Unscented solta coupling fluid was used to complete the treatment. No other treatments (besides the one reported) were performed in the same area where symptoms were reported within the past thirty days. No other errors or abnormalities were observed during the treatment. It was reported that epithelialization was performed, and no scarring is expected. Available pictures were assessed by the solta medical reviewer, which identified post inflammatory hyperpigmentation that resulted from the burned areas. The patient¿s current status was reported as chromatosis and an unknown secondary treatment was reported. The other side of the patient¿s face was treated with a new treatment tip, and there was no scalding sensation.

Manufacturer narrative:
The treatment tip and data logs are not available for evaluation. The investigation is underway.